Event description:
The pt reported that for the past couple of years, she has had symptoms of intermittent numbness around her waistline, in the left hip and on her left side. She also experienced foot drag. The surgeon is aware of the pt's condition and the following physician has ordered an ultrasound exam. A neurologist was consulted and the pt will continue to work with her physician. The drug used in the pump was morphine. Add'l info has been requested from the physician.